Manufacturer narrative:
Evaluation summary: the reported condition of a pump that failed to make an audible alarm for occlusion was confirmed. Inspection of the device found that the cause of the failure was due to a disconnected speaker harness and a blown 4 amp. Fuse. The speaker harness was reconnected and the fuse was replaced. The device was returned to the customer fully operational.

Event description:
The facility reported to customer service a pump that failure to make an audible alarm for occlusion. The pump only displayed a visual alert for the occlusion. The nurse noticed the alert and switched to a different pump to resume infusion. This event occurrred during a blood infusion on patient. There was no patient injury according to the hospital representative. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.